Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was attempting to change her set and rewound the insulin pump. Customer stated that she unscrew her tubing and lost her insulin. The customer also reported that she received a low reservoir alarm. No additional information was provided.